Event description:
Patient reported having "raynauds' phenomenon, a lump or thickening in or near the breast or in the underarm area" and "moderate" breast pain. Patient then reported "pain under breast" and "tender." Patient additionally reported "experiencing unusual pain, tingling, swelling, numbness, or burning of the breast;" this event is not related to the device. This record represents the left side. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2011 and psr on (B)(6) 2013. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.